Manufacturer narrative:
No button error alarm noted. However, the insulin pump act button did not respond due to corroded keypad trace. No vibration anomaly noted. The insulin pump received with cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with the pump and the pump told him that one of the buttons was pressed for 3 minutes and it kept alarming. Customer stated that they just had dinner and the pump started alarming and vibrating. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.